Event description:
It was reported that during a breast biopsy, the quality of the samples received were not satisfactory as they appeared to be "crushed". Allegedly, as a result, the pathologist incorrectly diagnosed the stage of the cancer. At this time, no additional information is known regarding the patient status or the type of treatment given for the cancer. No patient injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number is unknown. The device has not been returned, as it was discarded by the user facility. Therefore, a device evaluation could not be performed. The investigation of this event is underway.